Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, when the lens was moved to check before implanting it, it was found to be difficult to slide, so it was replaced along with the iol. The hospital staff indicated that the cartridge was the suspect product. The procedure was completed after replacing the product with another one on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The used company cartridge was returned with the lens advanced just past the loading area. Inadequate viscoelastic was observed. A very small amount was observed at the loading area rim. No viscoelastic was observed in front of the lens. The cartridge had no evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported complaint is a failure to follow the instructions for use (IFU). Inadequate viscoelastic was placed in the cartridge. The used company cartridge was returned with the lens advanced just past the loading area. Viscoelastic was only observed at the loading area rim. No viscoelastic was observed in front of the lens. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).